Event description:
It was reported that the distal end of the guide wire was not smooth enough to make it possible to remove the introducer needle. The introducer needle was hardly removed after its distal end was cut off. The introducer sheath was unable to be inserted over the guide wire. It took a long time to insert it, leading to a complaint about the clinician by the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.